Manufacturer narrative:
The pendant and control box were replaced and the device is now working properly.

Event description:
Provider alleges the consumer was in her chair when the power went out. The consumer needed to go to the bathroom and couldn't get out of the chair so she called 911 because the battery backup failed.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was in her chair when the power went out. The consumer needed to go to the bathroom and couldn't get out of the chair so she called 911 because the battery backup failed.